Event description:
Intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead returned. Evaluation summary for device. No anomalies found. Review of the device performance data collected from the device's save-to disk file could not explain reported loss of capture. Other text: intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, capture, intermittent.

Event description:
Intermittent loss of capture was reported. However, there were stable thresholds during all office checks. Save-to-disk data provided no evidence as to reason for episodes of loss of capture. Fluoroscopy showed that the lead was in a good position. The ipg and lead were subsequently explanted and replaced. No patient complications were reported as a result of this event.